Event description:
Customer reports the use by date on the compact test strip vial is 02/2011. MFR's batch record confirmed the actual use by date to be 02/28/2005. No adverse event reported. Requested return of suspect device and replacement was sent.